Manufacturer narrative:
All available information was investigated, and the reported knotted lock line was confirmed via returned device analysis. Additionally, a cut lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported knotted lock line was unable to be determined. The observed cut lock line is unrelated as it was due to post-procedural handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report torn material it was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first clip was implanted successfully. During the deployment process of the second clip, a small knot in the lock line was noticed. The knot was identified prior to removal and cut. The clip was implanted successfully and the mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. The returned device analysis stated the lock line ends were observed to be cut. No additional information was provided.